Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, atrial impedance was >2500 ohms. The lead was scheduled for explant. During the procedure, after dis- connection from the pulse generator, the lead impedance was 382 ohms with an analyzer. When the pulse generator was reconnected, the impedance was >2500 ohms. After testing the lead again, the pulse generator was replaced.